Event description:
I've been using the fasciablaster for a few months using the protocols given, being told having an autoimmune disease was ok and I could still blast. The list of terms and conditions changed and now included a huge list of side effects. I went to doctor and ran another blood panel and my always normal lab readings were now very concerning. Thyroid and hormones were not like they had been for years. The skin over my knees is now very saggy and I'm only (B)(6). When I first started using this tool, I was told it could fix saggy skin, but now I've got saggy/crepe skin and I've never had that. When I asked a few questions about the study (B)(6) did with 35 participants, I was blocked from her facebook group and I can no longer message her my concerns or questions or get new protocol information about the product I bought. She also has a public facebook page that I have messaged several times (7 to be exact) concerns I have and have received zero help, they haven't even read the messages I sent. There is no company phone number to contact them about questions. I've learned there are thousands of women who are also suffering like me. (B)(6) made me think she was a scientist since she calls herself that and gives out diagnosis like she was indeed qualified but research has showed me she has zero credentials or degrees. Same for her team that works with her, (B)(6) calls herself a neuroscientist but I could not locate any degree showing this. I feel misled, damaged by this tool and no where to turn to ask the company about my problems. Thank you for taking the time to read this.